Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a volume test failure. The device was being tested when fault discovered. No patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received used, not in its original packaging, in decontaminated conditions, the dso and uso seal were worn. Functional testing was performed, and the reported issue was able to be replicated. The root cause was unable to be determined; the most probable cause was the expulsor being out of spec. The expulsor was trimmed. The dso seal and uso seal were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).